Event description:
A malfunction alarm occurred, identified by a specific error code, but there were no notable events prior to the malfunction. The issue did not cause the customer¿s blood glucose level to rise above 500 mg/dl. Technical support provided instructions for resetting the pump, assisted the caller in resetting it, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction recurs, which the caller understood.